Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a enteral feeding procedure in 2007. According to the complainant, the locking adapter of the button got damaged approximately 3 weeks after placement. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint was noted. A search of the complaint database revealed no additional complaints reported for this same lot.